Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: a device history record review is in progress. It is unknown if the device is available for return.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The implantation data card has a notation that the device was "not used", "removed & wasted" which indicates that the device is not available for return. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation has been received from the health-care provider. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant and replaced by a smaller device due to unknown reasons.